Event description:
It was reported that the right atrial (ra) lead had noise and was oversensing during an episode of atrial fibrillation. It was also reported that the noise appeared to be due to electrical magnetic interference (emi). The lead remains in use and will be monitored with possible lead revision in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.